Manufacturer narrative:
The event as described is deemed a serious injury. Further reports indicated that end-user uses white cloud wet wipes to cleanse skin. End-user was provided instructions in proper skincare and the use of protective wipes. In addition, end-user was advised to discontinue use of wet wipes. Samples of protective wipes were sent to end-user. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It is reported that end-user experienced "itching" within 1 to 3 days or weartime, located under tape border. Further reports indicate that due to this itching, it was necessary to change wafer.